Event description:
Pediatric trauma patient brought into the hospital due to being stabbed. Trauma surgeon requested chest xray, but imaging plate would not connect to x-ray machine. Consistent issue with these shimadzu machines not being able to connect. Waiting 10 mins to connect is not an acceptable situation for emergency situations.